Event description:
I requested through medical doctor to obtain a glucometer. I picked my glucometer from (B)(6) on (B)(6). Even though I was eligible to obtain a unitouch, (B)(6) substituted their brand. When I was trying to open the pen to eject or remove needle, it was so hard to open. When I pulled pen to open the needle deeply stabbed my left forefinger. Lot of blood came and I saw (B)(6). The finger is still throbbing and I am having arm pain. FDA safety report ID # (B)(4).